Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite attempts to use multiple cables and power sources. It was also reported that the usb port appeared to have loose wiring. Customer reported an elevated blood glucose (bg) level of 285 (mg/dl) and administered a bolus to stabilize bg level. Customer indicated that current pump would continue to be used for diabetes management.